Event description:
Customer using accu-chek multiclix lancet. Customer reports daughter had accidental needle-stick while putting lancet drum in device due to lancet not retracting. Location of incident not provided. No medical treatment received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.